Event description:
The customer received a questionable calcium gen.2 result for one patient sample. The initial result was 1.54 and was reported outside the laboratory. The repeat result was 2.35. The units of measure were not provided. The patient was not adversely affected. The calcium reagent lot number was 695354. The expiration date was requested, but was not provided. Upon review of the sample reaction monitors, it was noted there is an unspecific drop in absorbance in the first part of the reaction. This could be caused by either interference or a dilution in the cuvette due to a droplet of water, reagent or diluent coming from the outside of the reagent or sample probe while moving across the measuring cells. The field service representative inspected the system and found a leakage at the washing station which was believed to be the cause.

Manufacturer narrative:
This event occurred in (B)(6).